Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the catheter sheared. On an unspecified date one day prior to an unspecified cardiac surgery, the catheter was inserted into the patient's right radial artery for invasive continous arterial blood pressure monitoring and arterial blood gas sampling. The customer contact reported that the insertion site was covered with a simple dressing. On (B)(6) 2012, the nurse cut the anchoring suture parallel to the insertion site of the catheter to remove the catheter. At this time, it was reported that an unspecified volume of blood oozed from an unspecified location and the nurse applied pressure. It was reported that after the nurse removed the catheter, an unspecified length of the distal portion of the catheter remained in the patient. The physician was notified. It was reported that the diagnostic radiology staff located the remaining portion of the catheter in the patient's right axillary region using xray and ultrasound. The remaining portion of the catheter was removed using a reported guidewire like device. On an unspecified date, the patient was discharged to home. During a visual examination of the catheter at the user facility, the customer contact reported that, "it looks clean, like it was cut, the stitch was no where the tip, and the way you cut the tip is not a perpendicular cut-if they actually got the catheter." Though requested, no additional information was provided.